Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: event 1: (B)(6) 2025, 5:50 am est - sg: 47 mg/dl, bg: 150 mg/dl. Event 2: (B)(6) 2025, 6:05 pm est - sg: 44 mg/dl, bg: 98 mg/dl. After dms review, we confirmed the following information at the time of the event: event 1: (B)(6) 2025, 5:46 am est - sg: 47 mg/dl, bg: 150 mg/dl. Event 2: (B)(6) 2025, 6:02 pm est - sg: 44 mg/dl, bg: 98 mg/dl. After dms review, we confirmed that the user received a low glucose alert at 5:46 am est, when the sg was at 47 mg/dl. After dms review, we also confirmed that the user received a low glucose alert at 6:02 pm est, when the sg was at 44 mg/dl. The user didn't seek medical treatment. The user confirmed not having any symptoms for both events. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: on (B)(6) 2025 5:50 am est / sg: 47 mg/dl and bg 150 mg/dl. On (B)(6) 2025 6:05 pm est / sg: 44 mg/dl and bg 98 mg/dl. A review of the data management system (dms) data revealed that: on (B)(6) 2025 at 5:46 am user's sg was 47 mg/dl, and no bg was 150 mg/dl. On (B)(6) 2025 at 6:02 pm user's sg was 44 mg/dl, and bg was 98 mg/dl. A review of the alert history revealed that the user received low glucose alerts during the reported events as user's sg value was below the threshold of 80 mg/dl. User did not seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. An case (complaint: (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the dms data revealed optical instability from around 4th of march onwards. This optical instability most likely contributed to the observed sensor inaccuracy. The potential root cause for such failure mode may be related to an issue with the in vivo state of the sensor hydrogel. B4: date of this report 26 june 2025. G3: date received by the manufacturer? 26 june 2025. H3: device evaluated by manufacturer? Yes. H6: health effect - clinical code updated to 4582. H6: type of investigation updated to 4121. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 4315.